Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pacemaker exhibited backup operation. It was noted that the battery level was low at a previous follow-up, so it is suspected that battery depletion caused the backup operation. The pulse generator was explanted and replaced, with no further adverse consequences to the patient.